Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she did not think the insulin pump was functioning properly. Customer stated that she was hospitalized the day before the call with a blood glucose level above 590 mg/dl. The customer reported that she tried to treat this high blood glucose level with a bolus, but it continued to rise. The customer stated that eventually she disconnected from the insulin pump and treated with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. During a follow up call, the customer's doctor reported that she was being taken off of the insulin pump due to being in a state of diabetic ketoacidosis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.